Event description:
It was reported that during operation, bur wobbles. There was no patient impact. Additional information received that the bur connected with another handpiece and it worked fine and handpiece connected with another blade/bur and it deos not worked fine.

Manufacturer narrative:
Product analysis: bearings corroded and cable broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.